Manufacturer narrative:
Chemistry, microbiology and batch record review have been requested but are not yet completed. The root cause has not been established.

Event description:
Female reported experiencing a corneal laceration and infection while using complete multipurpose easy rub formula. She has been a contact lens wearer for 25 yrs and began using easy rub 4-6 weeks ago. In 2009, she took her contacts out and felt some irritation-burning. The next day her eyes felt worse and she went to the ER. They told her she had a corneal laceration that was infection related. She was prescribed vigamox. The ER did not indicate that it was solution related but did tell her to stop using it. They did not perform a culture. The pt said that she has been wearing the same type of lenses for the past couple of yrs. Her lens case is new. She changes her case whenever she gets a new one with solution. In between she washes it out with antibacterial soap and/or runs it through the dish washer. She said she does not sleep or swim in her lenses but does shower with them on. She stores her lenses in fresh solution and disposes of it each day. Before placing the lenses in her eyes she performs the rub and rinse step each time. Pt has not responded to f/u attempts. Investigation is ongoing.